Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-12-24, which is (18 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump sn (B)(6) and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. Clinical affairs on (B)(6) 2024 to report that the patient supported with excor blood pump pu valves; 15 ml in/out; had a left-sided weakness of the left arm and left leg with right-sided gaze and head deviation. The site also reported fibrin in the inflow side of the excor blood pump and outflow cannula adapter in the 6mm/9mm connector. CT scan performed on (B)(6) 2024 showed decreased vascular filling in the superior right parietal lobe. Head ultrasound performed on (B)(6) 2024 revealed no gross abnormalities. No changes were made in the anti-coagulation regime as levels were therapeutic. The blood pump sn (B)(6) maintained as intended with full fill and ejection.